Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the event history log revealed no alarm or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The actual homechoice device was evaluated and all functional tests were performed. The power on self-test was successfully performed. A visual inspection was performed and found no issues related to the reported problem. One hour therapy was successfully performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of the death was unknown. At the time of death, the patient was hospitalized due to kidney failure. It was reported that the patient chose to stop therapy; however it was unknown if the patient discontinued therapy prior to the day they passed away. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a follow-up will be submitted.